Event description:
During middle of procedure, the erbe and disposable pieces stopped working. A new set of disposable pieces were opened and attached and procedure continued. 500 ml d5 with 2 ml methylene blue are used with disposables.